Event description:
The pt underwent surgery for a bunion in 2007, where the surgeon used the device (a bioabsorbable fixation pin) in the 1st metatarsal of the right foot. The pt has subsequently presented for review in 2008, and was reported to have developed a lump on her foot, adjacent to the end of the pin. The lump is clinically hard and painful but not inflamed and rubs on the pt's shoe. Ultrasound confirms the lump is associated with a radio-luscence of the device. Clinically, the pt's foot otherwise looks good. The surgeon has decided to re-operate and plans to make a small incision and remove the end of the device flush with the bone. The device will not be explanted. The planned re-surgery is to be conducted in early 2009 at calvary wakefield hospital. A conmed linvatec (sponsor) rep will attend.

Manufacturer narrative:
The MFR has undertaken a review of the mfg and complaint history records for this product, including the specific catalogue number product and lot as well as the overall history for the product range. Since 1999, the MFR has received a total complaints for all issues for all bioabsorbable smartpins (a total different sizes from 10 - 10mm in length and 1.1 to 4.5mm in diameter). During this time, a total smartpins have been supplied. Of these, some other reports (including this occurrence) have been received for the category which includes similar events (pins reported to be left sticking out, pin or piece reported to have migrated, material has not degraded, and/or had to be removed), giving an occurrence rate of 0.000054. This is the only complaint received for lot s0002145 (where lot number has been reported). Mfg records for lot s0002145 were found to be in compliance with the requirements. Shear strength values of the final devices from this lot were well above the minimum acceptance limit. The MFR's analysis will be conducted following the return and analysis of the device remnants following re-surgery in early 2009.